Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred. The 90% stenosed lesion was located at the left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm apex balloon catheter. A 3.00x16mm promus element drug eluting stent was advanced to the lesion, however, the stent dislodged. The stent was removed by unknown means and the procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that during a percutaneous coronary intervention a stent dislodgement occurred. The 90% stenosed lesion was located at the left anterior descending artery. The lesion was pre-dilated with a 2.5x20mm apex balloon catheter. A 3.00x16mm promus element drug eluting stent was advanced to the lesion, however, the stent dislodged. The stent was removed by unknown means and the procedure was completed with another of the same device. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned. A visual and microscopic examination identified stent damage. The stent was returned fully detached from the stent delivery system. The profile of the stent was severely damaged, as the stent was both twisted and kinked along its entire length. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon had been inflated/deflated. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).